Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the root cause of the malfunction was determined to be the 3-way solenoid valve and proportional valve (aecm). The 3-way solenoid valve and proportional valve (aecm) were replaced to address the issue. The device was repaired and passed all final testing.